Event description:
A female patient experienced a puffy and stinging eye after first time use of the system. Patient felt that she may have had an eye infection and intended to see her doctor. The MFR is awaiting additional information regarding the patient's treatment.